Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 124 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date is two weeks. Customer performed a control test and after providing correct control ranges to customer she was more confident with meter results. Customer stated she will follow up with a routine appointment that week and preferred to get her a1c test done again before she seeks a replacement. The meter memory was reviewed for previous test result history (time not set): (B)(6). Customer called in states the meter is reading low. Customer states the readings could be right but she is not sure. Customer states she will follow up with a routine appt this week and prefers to get her a1c test done again before she seeks a replacement.